Event description:
On (B)(6) 2025, the beta bionics ilet user reported a low blood glucose (bg) event of 50 mg/dl after using a dinner meal announcement for a lunch meal. Patient treated himself with soda. Review of device data indicated that the dinner announcement typically delivers more insulin than the lunch announcement. The user was advised to use the lunch meal announcement during work hours. At the time of the call, bg was 91 mg/dl with no further issues reported. No device malfunction was identified. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.